Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother called reporting a button error on her son's insulin pump. Customer's blood glucose is 345 mg/dl. Customer's mother stated she was out in a storm, but is not sure if her son was also in the storm. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.